Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 02/04/2016. The reporter of the event was asked to return the product for analysis, and to indicate device serial number. To date the device has not been received by apollo, nor has any additional device information been provided. Without the device or additional information, the taper type associated with this event cannot be determined. If returned, visual examination may determine the connecter type associated with this event. This event was reported by the patient. Further information regarding event dates, description of events, and patient information have been requested of the patient. To date, apollo has not received further information, or been able to confirm the events with the patient's physician. Device labeling addresses the reported events as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. The band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery. Failure to use the tubing end plug during placement of the band may result in damage to the band tubing during band placement. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported to apollo by FDA via mw (B)(4) as: "female patient had lap band implanted appx 8 years ago with a revision/ replacement of tubing and port a couple of years ago and also in (B)(6) of last year for repair of tubing. Patient continued to have issues with device and opted to have it removed earlier this year. Patient began having abd pains after explant of lap band and was noted by CT to have possible retained foreign object so returned to surgery this month for explant of retained tubing. What was the original intended procedure? Lap band for bariatric controls." Follow-up with the initial reporter and the patient found: the patient had their original lap-band system implanted in (B)(6) 2007. The patient had their originally implanted port removed and replaced due to a leak in (B)(6) 2013. The patient also had a tubing replacement in (B)(6) 2014. Explant of the full lap-band system occurred on (B)(6) 2015 (this included the original band, as well as the replaced port). The reported "retained tubing" was removed on (B)(6) 2015. The patient stated "the device did not function" since the port replacement. This report is for the explant of the original lap-band system (noted to have multiple dates).